Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular oversensing was observed. The lead was replaced to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating the oversensing was caused by noise.